Event description:
After soaking contact lenses overnight in container provided with product I experienced extreme burning sensation in my right eye. Initial sensation lasted up to 5 minutes with continuing distress for 24 hrs. I have worn contacts for 50 yrs and have been using clear care a couple times a week for 3 yrs and attribute incident to faulty container. Diagnosis or reason for use: clean contact lenses. Event abated after use stopped: yes. This was the second incident involving clear care in our family. My daughter, also a contact wearer, mistook this product for regular lens cleaner. While visiting home in (B)(6) 2011. With 5 contact lens users, we have always had contact lens cleaner available for use in our home. At time of use, there was nothing "apparent enough" on this bottle to distinguish it from those she had used at home before and used solution to clean/rinse lens before inserting in eye. The burning sensation was extreme and caused a genuine panic situation for her and other family members. My recommendation is that the "3% hydrogen peroxide" info appear on separate label strip in large font size, in color that distinguishes it from other info. (B)(4).